Manufacturer narrative:
The product was not returned for analysis. The file states: "name of viscoelastic used: none -> bss". It was confirmed that bss was used in the cartridge instead of a qualified viscoelastic. The root cause for the reported complaint "film on the back of the lens" could not be determined as no sample was returned for analysis. The surgeon states the use of bss instead of a qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, lens was implanted and noticed that there was a film on the back of the lens. The surgeon was able to reduce this somewhat with a lot of polishing, but it could not be removed completely. Additional information has been requested and no new information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction data has been provided in a.3., d.10., and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the explantation not planned, not within the visual range. Product not available for return.